Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered minor corrosion on the bottom chassis, a worn-out video connector latch which caused a poor connection with the pigtails, a faulty patient board and the software version needed to be upgraded from 3.01 to 4.10 version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, black image on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found.  Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device. Conclusion: the root cause could not be identified. Based on the results of the legal manufacturer¿s investigation, the issue was likely to have been caused by a faulty patient board.  When the evis exera iii video system center was replaced with a different cable, the issue was not resolved. However, when the scope was used in combination and connected to a different processor, an image was displayed. Olympus will continue to monitor the field performance of this device. Additional information: h4.